Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. Blood glucose (bg) values that reached 300 mg/dl while wearing the pod longer than 48 hours in the abdomen. Patient reported the pod was leaking. Symptoms included dehydration and a headache. For treatment, the patient was given intravenous (IV) fluid and panthenol, reglan, magnesium, and benadryl. The patient reported to be using the pump in automated mode while they are currently pregnant. The patient was discharged after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.